Manufacturer narrative:
This report was created to cover the unknown controller exchange that was previously also reported under MFR. Report #2916596-2025-06322 and MFR. Report #2916596-2025-06323. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. No log files from the exchanged controller were submitted for analysis. In the submitted replacement controller log files, it was noted that on (B)(6) 2025, the driveline was connected to the replacement controller for unknown reasons, confirming the exchange. Due to the lack of log files from the event controller, the exact cause for the exchange could not be determined. Attempts were made to obtain event information, but no response was received. No product was returned for analysis. The root cause for the system controller exchange was not able to be determined via this investigation. The device history records could not be reviewed due to the serial number of the system controller being unknown. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a pump off alarm from (B)(6) 2025 was seen on ventricular assist device (vad) interrogation. It showed that the alarm was sustained for almost 10 minutes. Driveline disconnect alarm was also noted. Log files were sent for review. The log indicated that the current system controller was connected on (B)(6) 2025. In addition, the log file indicated that the patient did not connect to the power module/mobile power unit (mpu) during this history. There were no other unusual events recorded in the log file event history.